Event description:
It was reported that in a patient with left middle cerebral artery mca beginning stenosis, used balloon to dilate and then used guidewire to bring subject stent to the stenosis. During deployment, the subject stent could not be deployed. It was partially deployed. After several tries the operator still failed to deploy the stent so withdrew it. When the whole system was retracted out of guide catheter proximal, the subject stent deployed unexpectedly outside patient's body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and not returned. The stent delivery catheter was found to be kinked/bent. The stent delivery catheter flattened/crushed. The stent stabilizer was found to be kinked/bent. The stent stabilizer was found to be broken/fractured. Stent partial deployment functional test was unable to perform as the stent was found to be deployed and not returned. Stent deployed prematurely during retraction/re-sheathing functional test not done as it was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent partial deployment could not be confirmed/duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during retraction/re-sheathing was confirmed during the analysis. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately tortuous'. The device was analyzed and the stent stabilizer and stent delivery catheter were found to be kinked/bent . The stent delivery catheter was found to be flat/crushed. The stent stabilizer was found to be broken/fractured. The stent was found to be deployed and not returned. It is probable that the moderately tortuous anatomy may have caused the damages noted to the device and reported event during use. An assignable cause of procedural factors will be assigned to the as reported stent partial deployment, to the as reported and as analyzed stent deployed prematurely during retraction/re-sheathing and to the as analyzed stent stabilizer kinked/bent, stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer broken/fractured during use as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that in a patient with left middle cerebral artery mca beginning stenosis, used balloon to dilate and then used guidewire to bring subject stent to the stenosis. During deployment, the subject stent could not be deployed. It was partially deployed. After several tries the operator still failed to deploy the stent so withdrew it. When the whole system was retracted out of guide catheter proximal, the subject stent deployed unexpectedly outside patient's body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.